Manufacturer narrative:
Intuitive followed up with the initial reporter and obtained the following additional information: the vessel sealer extend stopped functioning intraoperatively with no error message, the instrument was not recognized by the system. An advanced failure analysis was performed, and the initial findings were not confirmed. The grip return spring was not found dislodged; instead, the knife return spring was found to be loose. The instrument was inspected by manufacturing engineering, and it was determined that there was little to no tension in the knife return spring, and as a result, the knife could not be retracted once extended. The grip return spring was found to be slightly tilted from its normal orientation but did not appear to be loose or dislodged, and did not affect the functionality of the grips or the failure at hand. The instrument failed the self-test and initialization during in-house testing because the knife could not be retracted. The engagement failure mentioned in the initial investigation notes was also not replicated. If the knife return spring is not tensioned during the manufacturing process, it can lead to the failure at hand. However, logs show that the instrument was used for 168 cut events, indicating that the instrument blade worked normally before the failure was reported. The root cause of the knife return spring becoming relaxed after 168 cut events could be attributed to component susceptibility to damage during use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. A visual inspection found the spring dislodged from its original position at the proximal end. As a result of the dislodged spring, the blade did not retract and appeared exposed inside of the jaws. The instrument was then installed on an in-house system and failed the mechanical engagement sequence. The knife inputs failed to engage with the in-house system's sterile adapter during multiple attempts. There were no logs available.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) stopped functioning intraoperatively. No fragments fell into the patient's anatomy and the procedure was completed with no reported injury.